Manufacturer narrative:
(B)(4). This complaint, for a system error (se) 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during use. The caregiver (cg) revealed that the home patient (hp) had disconnected to use the bathroom, the hc alarmed and the hp reconnected. The technical service representative (tsr) explained the alarm to the hp, assisted with troubleshooting and advised to notify the nurse about the alarm. The cg will set up with new supplies. Proper procedures per the user manual were reviewed with the cg. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.